Event description:
The event reported as: the alleged incident occurred in the intensive care nursery and involved a neonatal pt. The pt was burned on the arm from a high flow nasal cannula circuit which was in use with the neptune heater. According to the bedside staff, the neptune heater did not alarm when the o2 flow was disconnected. The heated wire circuit was heated by the neptune to compensate and caused a burn when in contact with the pt's skin. It was reported by the user facility that the o2 line was "inadvertently" interrupted/disconnected. Pt condition: it is reported that the pt sustained a burn due to contact with the reported circuit. The pt was discharged from the hosp with a topical antibiotic which was supposed to be applied directly to the blister three times per day until used up. No further harm to the pt.

Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned. A device history record (DHR) review was conducted on the reported serial number. The DHR investigation did not show issues related to this complaint. The complaint can not be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.